Manufacturer narrative:
(B)(4)/ no related complaint received with return of device, failure observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.5-8.0cm, 7.6-7.7cm, and 10.2-10.6cm from the distal tip. Internal insulation under the rv shock coil was noted at 6.2-6.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.